Event description:
Attorney alleges plaintiff received breast implants in 1980. Attorney also alleges, "in or about 1992, the plaintiff began to experience major health problems including sleep disturbances, chronic fatigue and has been diagnosed subsequently with arthritis in her legs, hip, knees, as well as in her jaws. On april 3,195 she attended a physician who diagnosed a ruptured implant (intracapsular, bilateral) and on the 11th of october, the plaintiff underwent surgery for capsular contracture of the breast tissue. The operative report indicated that the silicone gel implants that were manufactured by co both had small holes in them and gel was extruding into the tissue surrounding them. The silicone gel implants were removed and new saline implants replaced them. The plaintiff claims that the said implants were defective and that gel was allowed to enter her body, and in doing so, caused her irreparable damage."